Manufacturer narrative:
(B)(4). Event date: (B)(6) 2015. Concomitant medical products: unk cocr head ¿ unknown part and lot, unk m/l taper with kinectiv stem ¿ unknown part and lot, unk m/l taper neck implant ¿ unknown part and lot, therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06761, 0001822565 - 2018 - 06763.

Event description:
It was reported that patient presented approximately 7 years post right total hip arthroplasty with pain and instability. A diagnostic workup revealed elevated metal ion levels and MRI shows adverse local tissue reaction. Approximately 1 year later, another diagnostic workup was done. The surgeon concluded that the patients symptoms were due to fretting and corrosion leading to the formation of metallosis and pseudotumor. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.